Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. The IFU includes "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention", "vena cava stenosis or occlusion", and "vasospasm or decreased/impaired blood flow" as potential complications.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or (B)(6), 2013 by dr. (B)(6) at henrico doctors hospital in (B)(6). No attempt has been made to retrieve the filter but the filter allegedly perforated, further stating ¿struts appearing to penetrate the aorta.¿ argon¿s attorneys are attempting to gather additional information.